Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.